Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, corroded battery tube, corroded motor home switch. Pump passed functional testing. No current code was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low blood glucose and treating it by drinking milk or juice. Then, about an hour later, he got another low alert, so he ate ¾ cup of oatmeal. He also took 4 glucose tablets. Customer did not take glucagon. Customer declined further troubleshooting. It was unknown if smartguard was used. Pump was being replaced because of multiple low blood glucoses. Customer discontinued the pump and returned it for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and received low alert every 2 hours. The customer reported hypoglycemia treated with glucagon and the blood glucose value was unknown. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. Troubleshooting was partially performed. Customer was using the insulin pump within 48 hours of reported event. It was unknown whether the auto mode feature was on at the time of incident. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.